Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hbsag g2 elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. On (B)(6) 2023, the sample was tested using the elecsys hbsag ii assay and generated a result of 20.44 coi (reactive). A re-run of the same aliquot on the same day produced a result of 20.8 coi (reactive). On (B)(6) 2023, the same aliquot was re-tested using the elecsys hbsag ii assay and generated a result of 0.516 coi (non-reactive). Additional aliquots from the same patient were also tested with the elecsys hbsag ii assay and produced non-reactive results. No polymerase chain reaction (pcr) or neutralization testing was performed.

Manufacturer narrative:
The analysis was performed on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of calibration and quality control data confirmed that the calibration signals and control recoveries were within acceptable ranges. No relevant instrument alarms were identified during the investigation. The initially reactive results were attributed to unspecific bindings, which can occur due to pre-analytical handling or other factors. These results may occur at higher cutoff index (coi) levels, such as those observed in this case. The device remains in operation at the customer site.